Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient presented for initial implant. The physician stated that the insulation twisted on the right atrial lead when the stylet was removed. During the procedure, it was also reported that the impedance would rise with added slack. The physician repositioned the lead to obtain normal range impedance. The implant was successfully with all measurements within normal range. Patient was stable post procedure.